Event description:
The customer reported to olympus the evis exera iii colonovideoscope had an angulation malfunction and that the wires broke in the angulation dial. The reported issue occurred approximately five minutes into an unknown procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no angulation in the up direction due to a detached angle wire. Additionally, it was observed that the control knob movement had no angulation in the up direction. Upon further inspection, it was observed that the labeling was peeling. It was also observed that the switch had to be rearranged at the scope cover side. It was observed that the plastic distal end cover had minor dents and scratches. It was also observed that the light guide lens edge had a chip. It was observed that the glue of the bending section cover was cracked. It was also observed that the insertion tube and light guide tube had minor scratches. It was observed that the air/ water supply did not clear within 10 seconds. It was also observed that switch 1 in the control body was loose. Lastly, it was observed that the scope connector had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the subject device had an angulation malfunction and that the wires broke in the angulation dial; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.